Event description:
The hosp reported that during the coronary artery bypass graft surgery, the seals were deployed with no problem. However, the surgeon could not pull out the proximal seal tension spring. The surgeon stitched through the seal and was unaware that he did this until he was in process of removing the seal. There was a lot of bleeding around the anastomosis, so the surgeon reverted to partial occlusion clamp to re-sew the anastomosis. No additional pt complications were reported.